Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device eval. The customer's reported complaint description could not be confirmed. The root cause for the reported defect is unk. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number states, "do not use the catheter if there is any evidence of mechanical damage or leaking. Damage to the catheter may lead to rupture, fragmentation, possible embolism and medical intervention," and "do not attempt to repair catheter. If breaks or leaks are apparent in the catheter, immediately replace the entire catheter." During the mfg process, a 100% teak test is performed as well as an aql inspection for digs, cuts, kinks, foreign matter, or other deformations along the shaft of the catheter. Follow up info indicated that the sample was disposed of and that leaking occurred at "the molding" within the catheter where the suture wing is located. The complainant could not verify if it was on the extension tubing side of the PICC or if it was on the catheter shaft side of the suture wing. As reported, the pt received medical attention following the event and the pt has suffered no permanent harm or injury due to the event. A review of the angiodynamics complaint system noted that this is the first reported complaint for this failure mode and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(6) 2013, on (B)(6) 2012, a PICC previously placed in a 12 month old male pt fractured while at home. The pt was taken to the local medical facility and had the PICC replaced. The PICC was successfully replaced with another new of the same device. There was no reported difficulty or complications during PICC replacement. As the reported device was disposed of by the customer, it will not be returned to the MFR for eval. There was no report of harm or injury to the pt.